Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure that both implants were released with the first manipulation. Nothing remained in the knee. A backup device was utilized to complete the procedure. The device will not be returning for evaluation due to being discarded by the facility. There was no report of patient injury.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.